Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, there was a tear in the posterior capsule (pc). However, the surgeon opted to continue on course and implant the company iol into the sulcus. Following the procedure, the patient developed uveitis glaucoma hyphema (ugh) syndrome due to the single piece iol being in the sulcus. The iol was exchanged for unspecified 3-piece monofocal iol in a secondary procedure. Additional information has been requested, received and stated in the surgeon¿s opinion, product did not cause the event, it was the location of the product in the sulcus that was the issue. It was mentioned if there would not have been a pc tear/bag break, this wouldn't be an issue, but the surgeon had no choice but to place in sulcus, that was the issue. The lens was exchanged with non-company lens. There was no further impact to the patient and healing well with iol in good position.

Manufacturer narrative:
The lens was returned taped to surgical gauzes. Blood and solution was dried on the lens. The lens was cleaned with klrp for further evaluation. The optic was torn and had multiple scuff marks and small cracks on the anterior and posterior sides in the shape of an instrument used to grasp the lens. The damage observed is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Information was provided that the issue was not related to the iol. A pc-tear occurred before the lens was implanted. The surgeon chose to place the posterior chamber lens in the sulcus due to the pc tear. Per the instructions for use (IFU): the company iols are intended to be positioned in the lens capsule in the posterior chamber of the eye. Information was provided that the multifocal company 12.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company multipiece monofocal (10.5 diopter). The manufacturer internal reference number is: (B)(4).